Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with one syringe of juvéderm® ultra plus xc in the anterior millar area and in the nasolabial folds, marionette lines and the corner of the lips with two syringes of juvéderm vollure¿ xc. 11 days later, patient developed infection, developed granuloma and very hard nodules¿ at the anterior millar area and marionette lines. The patient was treated with antibiotics 3 days later and hyaluronidase the following month. Biopsy was not provided. No diagnostic testing was administered. The symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2021-00035 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm® ultra plus xc.

Event description:
Additional information further clarify the area of injection was the malar area. Symptoms developed in this area. Approximately three and a half months after onset, symptoms are "95%" resolved.

Manufacturer narrative:
Additional data: b.5., h.6.